Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 50mm diameter and 77mm in length abdominal aortic aneurysm and iliac artery aneurysms. The proximal neck was 20 mm in diameter and 15 mm in length. The left common iliac artery was 18 mm in diameter and the right common iliac artery was 9.5 mm in diameter. The right external iliac artery measured 8 mm in diameter and the left external iliac artery measured 7 mm in diameter. The right internal iliac artery measured 15 mm in diameter and the left internal iliac artery measured 40 mm in diameter. Neck angle is 60 degree angulation. It was reported that during deployment of main body, it was implanted slightly lower than originally expected. After the limb was implanted the final angiography showed type ia endoleak. An endurant aortic cuff was implanted and it decreased the amount of the endoleak; however, it did not resolve. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. When the supra renal stent was deployed, it went more to the inner curvature. Due to blood flow and c arm angle, it was deployed more distal (that is lower) than they wanted. The cause of the endoleak was that the bifurcate was deployed more distally than anticipated.

Manufacturer narrative:
(B)(4). Results: inaccurate stent graft delivery, endoleak. Unknown cause of event. Conclusion: inaccurate stent graft delivery, endoleak. Unknown cause of event.